Event description:
A distributor reported that the audible alarm of a mr850 respiratory humidifer was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was returned to the fisher & paykel (f&p) healthcare service centre in germany where it was inspected by a trained f&p healthcare service technician. Results: performance testing of the subject pcb at the service centre confirmed that the audible alarm was not functioning; however, the cause was not determined. Conclusion: we are unable to determine the cause of the reported speaker fault. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor reported that the audible alarm of a mr850 respiratory humidifer was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4) the subject mr850 respiratory humidifier has been requested for return to f&p healthcare nz for evaluation. We will provide a follow up report on completion of our investigation.